Manufacturer narrative:
Mentor received an update on the events submitted in the initial report. The updates include device brand, lot number, serial number, implantation date, expiration date, and device manufacture date. Additionally, the patient was implanted with 375cc mentor memorygel breast implants. This report is for the patient's right-sided device. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Mentor received an update to the events submitted in the initial report. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast reconstruction with unspecified mentor memorygel breast implants in 2008 after a bilateral mastectomy due to breast cancer. The patient reported that she experienced several postoperative symptoms, which include: extreme fatigue, night sweats, gi issues, headaches, pain, brain fog. The patient also reported that one of her implants ruptured. As a result, the patient underwent bilateral explantation on (B)(6) 2019. After the explant surgery, the patient reported that she developed a staph infection and cellultis, which caused her to be hospitalized for one week. During her hospitalization, the patient reports being treated intravenously with antibiotics. Post-surgery, the patient reported that she no longer suffers from her previous symptoms. This report is for the 2nd of 2 of the patient's impacted devices. The implant rupture will not be coded on this report as it is already coded on manufacturer report number 1645337-2019-24608.